Event description:
Per the report received from japan, this case involves a pascal precision ace procedure in the mitral position. A slightly eccentric jet remained on the medial side of the implant, and worsening mitral regurgitation was noted 5 days post-implant. At the 6-month follow-up, mitral regurgitation progressed to severe and hemolytic anemia post m-teer was diagnosed. No hospitalization or blood transfusion was required. Patient received oral iron supplementation.

Manufacturer narrative:
Telephone number - e1: (B)(6) b2: other serious - even though there was no reintervention the final regurgitation reduction was impacted by the event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.